Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports the unit runs too fast. No patient involvement.

Manufacturer narrative:
Submit date: 03/14/2017. An investigation of kangaroo epump was performed for the reported condition of the unit running too fast. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.